Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use and has fractured lateral side. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the tibial articular surface provisional fractured upon disassembly during the decontamination process. There was no direct patient impact reported.